Event description:
Customer states the fluoro on the x-ray system is not working.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.